Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and verified during device evaluation. However, the front enclosure of the device was found to be heavily damaged, not consistent with normal wear and tear. Therefore, the lcd module was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.